Manufacturer narrative:
The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. Unit passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected power loss alarms or battery power loss anomalies noted during testing or in the pump trace download. Unit was received with partially broken off battery tube threads. Tested with a test p-cap and the test p-cap locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power loss alarm and had crack on the battery compartment. Customer's blood glucose level was unknown at the time of incident. Customer reported that power loss alarm reoccurred again after inserting new battery. Customer stated that insulin pump was not dropped or bumped. The insulin pump will not be returned for analysis.